Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Fatigue [fatigue]. Headaches [headache]. Migraines [migraine]. Hearing loss [hearing loss]. Tinnitus [tinnitus]. Haemorrhagic and long periods [prolonged heavy periods]. Cardiac arrhythmias [cardiac arrhythmia]. Hypertension [hypertension]. Memory disturbance [memory disturbance]. Concentration disturbance [concentration impairment]. Sight disorder [visual disturbance]. Inflammation of the optic nerve [optic neuritis]. Intracranial hypertension [intracranial hypertension]. Osteomuscular pain [musculoskeletal pain]. Hip pain [pain in hip]. Neck pain [neck pain]. Sleep disorders [sleep disorder]. Repeated sick leave [sick leave]. Low morale [low mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. The most recent information was received on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 01-sep-2015, the patient had essure inserted. In 2023 she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), deafness ("hearing loss"), tinnitus ("tinnitus"), heavy menstrual bleeding ("haemorrhagic and long periods"), arrhythmia ("cardiac arrhythmias"), hypertension ("hypertension"), memory impairment ("memory disturbance"), disturbance in attention ("concentration disturbance"), visual impairment ("sight disorder"), optic neuritis ("inflammation of the optic nerve"), intracranial pressure increased ("intracranial hypertension"), musculoskeletal pain ("osteomuscular pain"), arthralgia ("hip pain"), neck pain ("neck pain"), sleep disorder ("sleep disorders"), sick leave ("repeated sick leave") and depressed mood ("low morale"). At the time of the report, the sick leave and depressed mood had not resolved. The outcomes for pelvic pain, fatigue, headache, migraine, deafness, tinnitus, heavy menstrual bleeding, arrhythmia, hypertension, memory impairment, disturbance in attention, visual impairment, optic neuritis, intracranial pressure increased, musculoskeletal pain, arthralgia, neck pain and sleep disorder were unknown. No causality assessment was received for essure with regard to fatigue, headache, migraine, deafness, tinnitus, heavy menstrual bleeding, arrhythmia, hypertension, memory impairment, disturbance in attention, visual impairment, optic neuritis, intracranial pressure increased, musculoskeletal pain, arthralgia, pelvic pain, neck pain, sleep disorder, sick leave or depressed mood. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Heavy metal test] (date unknown): presence +++ of bismuth, lead, copper, mercury, aluminium, uranium, cadmium, tin quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], fatigue, headaches, migraines, hearing loss, tinnitus, haemorrhagic and long periods [prolonged heavy periods], cardiac arrhythmias, hypertension, memory disturbance, concentration disturbance [concentration impairment], sight disorder [visual disturbance], inflammation of the optic nerve [optic neuritis], intracranial hypertension, osteomuscular pain [musculoskeletal pain], hip pain [pain in hip], neck pain, sleep disorders, repeated sick leave [sick leave], low morale [low mood]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2023 she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), deafness ("hearing loss"), tinnitus ("tinnitus"), heavy menstrual bleeding ("haemorrhagic and long periods"), arrhythmia ("cardiac arrhythmias"), hypertension ("hypertension"), memory impairment ("memory disturbance"), disturbance in attention ("concentration disturbance"), visual impairment ("sight disorder"), optic neuritis ("inflammation of the optic nerve"), intracranial pressure increased ("intracranial hypertension"), musculoskeletal pain ("osteomuscular pain"), arthralgia ("hip pain"), neck pain ("neck pain"), sleep disorder ("sleep disorders"), sick leave ("repeated sick leave") and depressed mood ("low morale"). At the time of the report, the sick leave and depressed mood had not resolved. The outcomes for pelvic pain, fatigue, headache, migraine, deafness, tinnitus, heavy menstrual bleeding, arrhythmia, hypertension, memory impairment, disturbance in attention, visual impairment, optic neuritis, intracranial pressure increased, musculoskeletal pain, arthralgia, neck pain and sleep disorder were unknown. No causality assessment was received for essure with regard to fatigue, headache, migraine, deafness, tinnitus, heavy menstrual bleeding, arrhythmia, hypertension, memory impairment, disturbance in attention, visual impairment, optic neuritis, intracranial pressure increased, musculoskeletal pain, arthralgia, pelvic pain, neck pain, sleep disorder, sick leave or depressed mood. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Heavy metal test] (date unknown): presence +++ of bismuth, lead, copper, mercury, aluminium, uranium, cadmium, tin. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.